Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument loses capability of movement. After the removal of the instrument for inspection, the bedside assistant notices that one of the pulley cords was broken, so the instrument was replaced with a backup da vinci instrument of the same kind. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.